Event description:
It was reported the device had a travel reverse error. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals intact and did not notice any external damage. There was a check clutch/ travel reverse error in history. Customer stated problem could not be verified after multiple flow and occlusion tests for the travel reverse error. When checking alarm history noticed the clutch was released during an infusion causing the travel reverse alarm. The root cause was attributed to the customer. Performed pm on pump.